Manufacturer narrative:
We have reviewed the production records of the excor driving tube lot no. 00128331. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart inc. Was informed by the clinic via hotline that a leak was detected in the driving tube of the excor blood pump of a patient supported in the lvad configuration. The pump function was not affected with complete emptying and filling. The driving tube was changed without incident. The patient was not negatively affected by the exchange and is doing well.